Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2, mg2 magnesium gen.2, and gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The sample had a low phos2 result of 32.3 mg/dl and a high result of 93.2 mg/dl. The sample had a low mg2 result of 7 mg/dl and a high result of 13.6 mg/dl. The sample had a low na result of 198 mmol/l and a high result of 375 mmol/l. Clarification on which results were the initial results and which were the repeat results was not provided.

Manufacturer narrative:
The phos2 reagent lot number is 782232. The mg2 reagent lot number is 779873. The na electrode lot number and the expiration dates were not provided. The field service engineer (fse) observed liquid spilling onto the reaction cells and a water dispensing tip was partially clogged. The fse replaced the waste pipe, adjusted and cleaned washing station pipes, adjusted the filling volume, cleaned tips, performed mechanism and photometer checks, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.